Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples of material 300865, lot 2504088, were received for investigation. This product is manufactured in a cleanroom environment maintained under positive pressure to reduce the potential introduction of foreign matter. Final products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout the various manufacturing subprocesses in accordance with established procedures. A device history review was completed for lot 2504088, and no deviations or nonconformances were identified that could have contributed to the reported concern. Six retained samples from the same lot were also evaluated, and no foreign matter or particulate contamination was observed in any of the devices. Based on the available information, a root cause could not be determined at this time. To date, no similar events have been reported for this lot. Complaints associated with this device and condition will continue to be monitored by the quality team for any signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that a particle was detected in the syringe. Event description: a mobile particle was detected in the syringe plunger head. When did the incident occur? Before use. During the preparation of a parenteral infusion, a mobile particle was detected in the syringe plunger head ¿ the particle is in the fluid path. A follow-up inspection revealed two additional units containing particles, still in their original packaging. As a precautionary measure, the entire remaining stock of the affected manufacturer batch ((B)(4) units) has been blocked. The nonconformity samples are available for pickup.